Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 100mcg/ml dose not reported and bupivacaine 2.5mg/ml dose not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported they think their pump is defective. The patient's pump was refilled (B)(6) 2016. The patient's pump was supposed to alarm (B)(6) 2016 for low reservoir, but it did not alarm until (B)(6) 2016. The patient stated that when her pump was refilled on (B)(6) 2016 their pump was empty. The patient went through withdrawal last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.